Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: one guidewire and one introducer needle were returned for evaluation. The guidewire was received inside the introducer needle. The guidewire appeared to be stuck but was able to be removed from the introducer needle after decontamination. Residue was noted to the distal tip of the guidewire. The outer coil wire was noted to be unraveled near the distal tip with the distal end of an inner core wire protruding through the stretched portion of the coil wire. Based on the findings, the investigation is confirmed for the reported fit issue, specifically due to a frayed guidewire. The definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the reported event. Potential contributing factors include retraction of the guidewire against the needle bevel, insertion technique and insufficient sized skin nick. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H1: h3; h6 (results, conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during port placement, the introducer needle was removed and the guidewire allegedly could not be removed from the needle. It was further reported that another introducer needle and guidewire was used to complete placement of the initial port. There was no reported patient injury.

Manufacturer narrative:
The lot number of the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway. (Expiry date: 08/2021).

Event description:
It was reported that during port placement, the introducer needle was removed and the guidewire allegedly could not be removed from the needle. It was further reported that another introducer needle and guidewire was used to complete placement of the initial port. There was no reported patient injury.